Event description:
During colonoscopy, physician notes snare was difficult to advance thru the scope. Another snare obtained and procedure completed without difficulty. Manufacturer response for snare, sensation short throw small 13 mm (per site reporter): equipment failure reported to the manufacturer. (B)(4). Product sent back to MFR.